Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial lead was explanted and replaced due to unknown reasons. Attempts to obtain additional information were unsuccessful. This lead is not expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. If information is provided in the future, a supplemental report will be issued. The product was returned and analyzed. No product performance issue could be confirmed, no evidence of device defect, malfunction, or abnormal damage was found.

Event description:
It was reported that this right atrial lead was explanted and replaced due to unknown reasons. Attempts to obtain additional information were unsuccessful. This lead was returned for analysis. No additional adverse patient effects were reported.